Event description:
(B)(4). The provider states the cld drive is broken on the chair but the provider didn't have details regarding the issue but requested part diagram for proper diagnosis. The provider disconnected before call could ne transferred (B)(4).